Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument jammed when attempting to ligate cystic duct/artery and would not release from vessel. Another al326 instrument was used to complete the case. There was no consequence to the pt.